Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed that was subsequently revised approximately nine (9) years later due to pain and unequal leg lengths. X-rays showed acetabular loosening and migration with anterior and posterior impingement. No ingrowth was found on the shell. The shell, screws, head, and liner were explanted and replaced with no complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#00877503203 lot# 2714765 bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14, cat# 00630504832 lot# 62399551 liner standard 32 mm i.d. For use with 48 mm o.d. Shell. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2023 - 00063, 0002648920 - 2023 - 00065. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty that was subsequently revised approximately nine (9) years later due to pain, unequal leg length, impingement, migration, and loosening. During the revision the surgeon noted no boney ingrowth to the acetabulum. The stem remained implanted. The shell, head, and liner were exchanged without complications. Attempts have been made and no further information has been provided.